Event description:
It was reported via repair work order that the footboard had intermittent function due to a loose ribbon cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.